Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the proportional solenoid (psol) valve. The customer followed the tse recommendations and stated that the ventilator passed extended self-testing. (B)(4).

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.